Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading is 304 mg/dl. Customer has treated with manual injection. Caller stated that the insulin pump alarmed motor error several times in one day. The blood glucose reading during the event was 300 mg/dl. The insulin pump was exposed to magnetic field. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and alarmed during the prime test due to loose drive support disk. Motor passed motor test. The insulin pump had scratched lcd window. Unable ot perform basic occlusion and occlusion tests due to motor error alarm.